Event description:
It was reported that the patient had a revision surgery for the inflatable penile prosthesis pump component for a pump position adjustment. No components were removed or replaced. The patient was stable and the event resolved following the procedure. Additional information indicated the pump was not working well.